Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 47 mg/dl. At emergency room the blood glucose level was 61 mg/dl and came up to 140 mg/dl after intake of whole tube of glucose. The customer treated low blood glucose with glucagon. The insulin pump was not on auto mode at the time of incident. The customer allege over delivery on insulin pump and customer was performed displacement verification test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer¿s last blood glucose reading was 91 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.